Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive resulting in the customer experiencing a low blood glucose level of 46 mg/dl. Reportedly, the customer consumed carbohydrates to address bg. Pump display turned on when plugged into a power source. The customer reverted to an alternate method of insulin therapy.